Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory coordinator. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved tr band prematurely deflated. The band was replaced without issue. The procedure performed was a coronary angiogram via radial access. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative. The patient was not injured during the event and medical/surgical intervention was not needed. Additional information was received on 22 feb 2024: there was 15 ml's of air injected into the tr band when it was applied. The device was not manipulated before use in any way pre-use or during storage. The product is stored in package in procedure room as per protocol. The tr band immediately started losing air after initial inflation.